Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Both of the patient's leads that are being reported are from the same lot and are in relation to the patient's (cervical) scs system. It was reported the patient no longer received effective coverage. An impedance check revealed high impedance on one of the leads. As a result, the patient underwent surgical intervention. During the procedure, the leads were found to be crossed over each other. In turn, the doctor decided to explant and replace the patient's leads. Surgical intervention resolved the patient's issue.